Event description:
It was reported that continuous glucose monitor showed error 42 while used with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through pump reset, and after reset error did not appear again, with no additional issues reported.